Event description:
Patient complaining of knee pain and instability. The surgeon detected medial and lateral motion and did a revision surgery. The surgeon pointed out that after the revision and exchange of components still motion within the knee joint was detected.

Manufacturer narrative:
We received on (B)(4) the non disinfected/non sterile complaint sample and sent it out for radiation sterilization. As soon as the complaint sample is sterile we will start with the investigation. We also contacted our distributor to contact the hospital to receive more information and material about this case (e.g. Surgery report, x-ray images, weight and activity level of patient, etc.). This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.